Manufacturer narrative:
Additional information to: a2, b5, b6, b7, d4, g3, g4, h4, h6, h10/11 as the lens remains implanted, it is not available for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. A definitive root cause cannot be determined for this event. In medical opinion, it is unlikely that this event is related to the device and more likely that it is related to the patient condition and/or procedure. As with all surgical procedures, cataract surgery with iol implantation presents risks which the surgeon must evaluate. No corrective action is necessary at this time.

Event description:
It has been confirmed through medical records that there were no complications with the original implant procedure. The intraocular lens (iol) was clear and free from imperfection at time of implant. No changes to the lens orientation were noted. Patient records indicate that one (1) day post-surgery, the patient first experienced problems, presenting at the clinic with blurriness in their left eye. In the surgeon¿s opinion, the likely cause of the event was post-operative rise in intraocular pressure. The patient had pre-existing glaucoma. The patient has been advised by their physician that it is not recommended to explant and replace the lens at it is too risky due to the patient¿s condition.

Event description:
The patient was diagnosed with a cataract in their left eye and had the cataract removed over 9 years ago. The patient claims it was on the day of this surgery when the misty vision problem started. The patient had confirmed that they were diagnosed with glaucoma, but now also notifies that they also suffer from periodic bouts of blepharitis, which is controlled by bathing their eye twice daily. 11 months post surgery, the patient was registered as sight impaired. The patient advises that they have lost their independence and their sight remains impaired and very sensitive to light.

Manufacturer narrative:
The device remains implanted and is therefore not accessible for evaluation. Further information has been requested. A follow up report will be submitted on conclusion of this investigation.

Manufacturer narrative:
Device remains implanted and is not available for evaluation. Investigation of this event is in progress. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the patient had an intraocular lens (iol) implanted in the left eye over 9 year ago and within a matter of hours the patient experienced a misting effect with their vision. Initially this was attributed to glaucoma but it is completely different from the type of misting some people experience when they have glaucoma. The patient explained that when viewing television, it is like viewing it through a heavy mist. They reported that the misting is worse for around two days after a bath or shower. The patient reports that they are now nearly blind in that eye. The patient reports that they have discussed this issue with their specialist and they are unable to determine the cause of the issue. The patient's surgeon recommended that the iol remains implanted due to the risk of vision loss if the lens were to be replaced. Though requested, no additional information has been received.